Manufacturer narrative:
(B)(6). Visual, tactile, microscopic analysis and a leakage test was performed on the device. A visual and tactile examination identified multiple kinks along the length of the hypotube shaft. A detailed microscopic examination of the balloon material identified a longitudinal tear 2mm proximal to the distal markerband. An inflation attempt was not performed due to the identified tear in the balloon material. No additional defects were observed.

Event description:
It was reported that a ballon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous, mildly calcified vessel. During the procedure, a 2.00 mm x 12.00 mm agent drug-coated balloon (dcb) was selected for treatment. During the initial inflation, the balloon ruptured. The device was removed from the patient without complication. The procedure was successfully completed with a different device. There was no patient complication, and the patient was in good condition after the procedure.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous, mildly calcified vessel. During the procedure, a 2.00 mm x 12.00 mm agent drug-coated balloon (dcb) was selected for treatment. During the initial inflation, the balloon ruptured. The device was removed from the patient without complication. The procedure was successfully completed with a different device. There was no patient complication, and the patient was in good condition after the procedure.

Manufacturer narrative:
E1, initial reporter city, (B)(6). Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.